Event description:
An eye care practitioner reported a male patient presented with red eye wearing focus night and day contact lenses for 4 days continuous wear. Patient had no complaints. Examination revealed small ulcer with stain about 1mm from pupil at 2:00 o'clock on right eye. No anterior chamber reaction. Discontinued contact lens wear and prescribed vigamox qh for 12 hrs, tapered to q2h with follow up next day. Patient returned next day with cornea resolved, but had iritis with cells >50, but no flare. Diagnosis ulcer and iritis. Referred to m.d., but patient was no show for visit. Visual acuity reported as 20/20 pre-event, 20/20 after event. Prognosis stated as received/under control with treatment and no additional follow-up necessary. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as iritis." As there was no product or lot number provided, no detailed investigation can be performed.